Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and was unable to charge the ipg. A representative met with the patient and the ipg was found to be inoperable. Surgical intervention took place and the ipg was explanted and replaced with a non-rechargeable device. Postoperatively, the patient is reportedly receiving effective therapy.